Event description:
It was reported that this right atrial (ra) lead experienced a dislodgement and exhibited high out of range pacing impedance measurements with a rising trend. A lead revision was performed and it was decided to replace the lead. This lead is not expected to be returned. No further adverse patient effects were reported.